Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 12/10/2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that the sensor wire was left underneath the skin. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).